Event description:
Reference number (B)(4). Event occurred in denmark. This MDR is being submitted for an unknown number of devices in which the issue was experiences. On (B)(6) 2024, reported that patient faced infusion set detachment and tubing came apart. Insertion site was abdomen. Location of detachment at quick release. No further information available.